Event description:
Mayfield sapphire pin tip broke upon removal from pt head. The xr2 mayfield would not release properly and as a result a shard of the sapphire broke off. Not clear if the piece was in the pt's skull. Diagnosis or reason for use: skull stabilization during surgery.